Event description:
It was reported that the insulin pump does not beep when the insulin pump has been suspended. Customer stated that he had went several hours without insulin delivery. This is a recurring issue. The blood glucose reading is 346 mg/dl, due to insulin pump not delivering insulin. Customer has treated with bolus. Customer has large ketones. During troubleshooting, advised the customer that the insulin should beep notifying that the insulin pump has been suspended. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.